Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the starclose se device after an unspecified procedure. Reportedly, after the starclose se device was deployed and removed from the anatomy, the wings were noted to be opened and the clip was found on the table. Manual arterial compression was held for 3 minutes and hemostasis was achieved. No resistance was noted during device removal. There was no adverse patient sequela. The physician was reported to be trained in the use of the starclose se device. Though requested, additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Without device analysis, a conclusive cause for the reported locator wings remaining open and clip found on table could not be determined. A dislodged or mislocated clip and locator wings remaining open can be affected by numerous factors including, but not limited to, manufacturing, user technique, and patient anatomical conditions. During manufacturing, all devices are visually inspected. In addition, a sampling of finished devices is destructively tested, including clip placement and locator wing retraction to verify the functionality of the device. There were no patient anatomical conditions reported. Potential contributing factors for user technique include, an inadequate nick and spread incision, improper seating of the clip delivery tube on top of the access site, inability to maintain downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment. Tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset are possible causes for the locator wings to remain open. The device lot history record and a query of the complaint-handling database could not be reviewed because the lot number was not reported and the device was not returned for analysis. Based on the review of event information and testing/inspection criteria for this device, a product quality issue was not noted.